Manufacturer narrative:
Device evaluated summary- as per service report, during the inspection at the time of receipt, it was confirmed that the bearing was damaged and the screw thread of the handle screw was deformed. Also confirmed that the cable thread was defective (caught). Cause is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with symptoms of lumbar spinal stenosis involved in med (microendoscopic discectomy) procedure. It was reported that intra-operatively, there was a crack on the washer. Product came in contact with patient and no impact to patient. There were no patient symptoms or complications reported as a result of this event. There was delay in overall procedure time for about 5minutes.